Event description:
Vascor ventricular lead model 111-256 displays falling bipolar impedance. Is now 50% below initial impedance post implant. Thresholds remain acceptable but arrangements are being made to replace the lead prior to failure since the significant drop of impedance indicates impending failure.